Manufacturer narrative:
Pt information not available as hospital declined to provide pt demographics. The software investigation is in progress.

Event description:
A medtronic representative reported that the fluoro procedure application exited twice while in a spine case. The second time occurred during navigation, and required a hard shut down of the system. They re-scanned the pt and the surgeon completed the surgery using the stealthstation with no impact on the pt outcome.